Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a left ventricular (lv) lead showed pacing impedances out of range but after a lead testing the impedances were within range. The patient had a magnetic resonance imaging test and occurred without any inconvenient. The crt-d and the lv lead remain in service. No adverse patient effects were reported.